Manufacturer narrative:
As no lot number was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. The device remains implanted. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, the patient mentioned that the implant stopped working two weeks ago, and he is unable to fully deflate the implant. No matter how many times he pumps it up it will only partially inflate.